Event description:
It was reported that a patient presented with high capture thresholds and high pacing impedance notes on the patient's right ventricular lead. Lead extraction was planned, but during the procedure, the lead was unable to be explanted since access was unable to be obtained and was left in place. No adverse patient consequences were reported.